Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report that the haptic was severed due to malfunction of lens loader; therefore, the condition of the product could not be verified. A lot number was identified, however the lot is not for a monarch injector; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of intraocular lens (iol) haptic was severed due to malfunction of lens loader. Additional information has been requested, received and stated the issue was noticed once the implant was placed into the eye. The iol was explanted during initial procedure. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).